Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A s&r service history review was attempted. Service history review: part no. 319.006 , lot no: 7446557, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-aug-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that a depth gauge for 2.0mm and 2.4mm screws was sticking. A small fragment depth gauge was used instead. There was no patient injury or time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the depth gauge was sticking. The repair technician reported the gauge was worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Product investigation was completed: the returned depth gauge shows regular use during its lifespan. The device does not stick as the complaint condition says. The hooked needle stem of the devices are not broken off at the base of the black body, but they are very loose. There is approximately 1.0-1.5mm of thread showing on the hooked needle. The devices are calibrated correctly, but it is likely that further use and toggling would cause the needle to break off the device. This particular depth gauge is part of many technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The exact cause for the damage could not be determined; it is likely due to wear or from damage during sterile processing. This complaint condition is unconfirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The exact cause of the complaint condition could not be determined. The complaint condition is unconfirmed. No manufacturing or design issues were noted during the investigation. The design determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.